Event description:
(B)(6) replaced a defective meter for a club member.  Customer claimed that the meter will not hold the results in the memory. The pharmacy also tested the meter and it was in fact "defective".